Manufacturer narrative:
This per was determined to be supplemental information to MFR# 2916596-2024-52756 and the investigation findings will be submitted under there.

Manufacturer narrative:
Section a - all patient information that was given was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the only thing displayed on the system controller was a system controller failure and the patient lost consciousness. The display buttons were not responding making it impossible to display history and various parameters. The wrench lamp was not illuminated and no beeps occurred. A system controller replacement was done as the system controller seemed to be defective. The defective system controller would be returned. The log files were reviewed and confirmed system controller faults on (B)(6) 2024 due to a communication issue with the display.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: model and catalog numbers corrected. E1: the customer site was (B)(6). Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. A log file was submitted and downloaded for review and data from the reported event date of 11dec2024 reviewed. The log file captured a controller fault alarm associated with an lcd communication issue from 01:05:22 to 09:39:15 until the controller was powered off (captured on (B)(6)2023 at 00:31:55). The driveline was disconnected at 09:38:33 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2024 (ifs order number: (B)(4)). Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller fault alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.